Event description:
Found in bedshop with slowly drifting head section. No impact reported.

Manufacturer narrative:
Technician: found in bedshop with slowly drifting head section (tested over 24 hrs.). Cause; defective manifold. Replaced manifold to resolve this issue.